Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced in a non-prophylactic manner. No patient complications have been reported as a result of this event. It was further reported that the left ventricular (lv) lead exhibited chronically high thresholds. The lv lead remains in use.